Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the device leaked near the purple area after the last medication mix. The reporter noted that it was unclear whether the leak originated from the IV invision plus connector or the filter area as no further details were provided. There were no adverse events or missed doses reported. It is unknown whether the product is available for return, and the lot number and expiration date are also not available. Patient details were provided, and the patient female. The date of this report was on (B)(6) 2025.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.